Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the abdomen, which is off label usage of the device. The patient called in for replacement and to report a failed pump (omnipod) and dexcom (wearable). The patient was unable to provide further details about the failure. She mentioned that due to the failures that occurred on approximately (B)(6)2024, she needed to be hospitalized. She experienced dka (diabetic ketoacidosis). The patient was admitted to the hospital and needed to be medically evacuated. She was then transferred to another hospital. The patient was unable to provide information on any medication provided at the time of event. The patient was discharged on (B)(6)2024 and unable to provide exact length of admission. At the time of the report the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).